Event description:
Caller reported a malfunction on the pump after it got wet during a swimming session. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was advised by technical support to use backup therapy, but none was available at that moment, so they planned to contact a healthcare professional. Technical support agreed to replace the pump, provide a pump with updated software, and shared instructions on storage mode and replacement steps.